Event description:
It was reported that the user¿s ilet entered bg run mode after a freestyle libre 3 plus sensor issue; the user connected the sensor to the freestyle app rather than to the ilet app; the agent educated the user, deleted the freestyle app, and set up a new sensor through the ilet app, addressing a sensor-in-use-by-another-device interoperability issue. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of user-provided information. Investigation of this case revealed an interoperability problem caused by improper setup procedure, not attributable to a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and improper procedure resulting in device inoperability with no device malfunction.